Event description:
A cre balloon dilatation catheter was used during a dilatation procedure in 2008. According to the complainant, "during the procedure, the black band up by the neck of the balloon [the radiopaque marker band] fell off. There were no parts left in the pt. They were able to complete the case with this device." The patient's condition following the event is unknown, however, no complications were reported as a result of the event.

Manufacturer narrative:
The suspect device has not been returned; therefore, an evaluation is not available, and the cause of the malfunction is undetermined. A search of the complaint database revealed no additional complaints for this lot. The 2008 15-month cre balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.